Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specs.

Event description:
On (B)(6), 2011, the pt underwent a procedure with gore excluder aaa endoprosthesis. After an aortic extender deployed and the physician withdrew the catheter out of the sheath, he observed the leading end of the catheter had broken off, remaining on the wire approx 7 cm inside the sheath. The broken tip was snared and removed from the pt, then another aortic extender was placed, and the procedure concluded without further incident. The pt is okay with no complications. The broken catheter was discarded at the hospital, and is unavailable for eval.